Manufacturer narrative:
D2b - pro code (product code):fge, lit. G4 - premarket / 510(k) #:k141521, k141597.

Event description:
It was reported that balloon deflation issue occurred. A 7.0 x 80, 135cm mustang balloon catheter was selected for use in a superficial femoral artery angioplasty. During the procedure, balloon was inserted and inflated. Upon deflation with inflator, it would not be deflated. A syringe was used to pull negative to get it to deflate in order to remove it through the sheath from body. The same device was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported that balloon deflation issue occurred. A 7.0 x 80, 135cm mustang balloon catheter was selected for use in a superficial femoral artery angioplasty. During the procedure, balloon was inserted and inflated. Upon deflation with inflator, it would not be deflated. A syringe was used to pull negative to get it to deflate in order to remove it through the sheath from body. The same device was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang device was returned for evaluation. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test was carried out and the balloon was inflated to its rated burst pressure for 30 seconds using deionized water and digital timer without issue. A vacuum was then applied and the and the balloon deflated fully in 39 seconds. The deflation time was verified using digital timer. As per mustang specification, the deflation time from rated burst pressure must be less than or equals to 60 seconds. The balloon was inflated to its rated burst pressure and deflated on three more occasions with no leaks noted in the device. The times were measured at 37, 35, 34 seconds. The inflation device was verified at 20 atmospheres before and after use with a calibrated pressure gauge. A visual and tactile examination found multiple shaft kinks and stretching was noted along the length of the shaft. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. No other issues were identified during the product analysis.